Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery status of this pacemaker was at elective replacement time (ert). The health care professional (hcp) stated that the patient's pacemaker battery had been sitting at six months for the last year and the magnet rate was at 90 pulses per minute (ppm). The pacemaker was surgically explanted. No additional adverse patient effects were reported.